Event description:
The customer reported that while a patient was being treated on patient's right thigh, same as connected to the diathermy machine a burn was sustained on patient's right buttock. The patient was detained in the hospital for several weeks. A thorough investigation was initiated. It was suspected that high leakage occurring in the diathermy machine was the source of the injury.